Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported she was back to her baseline symptoms where she gets up in the morning and she gushes. The patient reported her stimulation was too high but she was able to decrease it down to a comfortable spot. The patient reported she has not been "doing anything" with the interstim since march because she fell and broke her femur and then when they wanted to do surgery on that the patient ended up having a heart attack. Patient reported she did end up having surgery eventually and had a stay in the hospital. Patient reported during this time she had her interstim turned down low and the patient had to wear diapers because they didn't want her up and around so she just went in her pants. The patient also reported she was diagnosed with a bladder infection by her primary care doctor who told her the infection was "just starting" and put her on nitrofurantoin capsules to be taken once every 6 hours. The patient was planning to go back on tuesday to have her urine check to see if she needs to continue her antibiotics. The patient indicated she has been so busy with other appointments that she has not contact managing interstim hcp yet but plans to do so after the next week. The patient reported loss of therapeutic effect (patient stated it wasn't working well before but it hasn't been working at all currently. The patient has not yet notified managing hcp of concerns regarding loss of therapeutic effect. The patient also reported she was in so much pain from the fall that she just had shots yesterday to try and stop the pain so she was kind of confused from that and was not able to sleep last night. Patient confirmed pain was not related to her interstim. The indications for use for this patient were gastrointestinal/pelvic floor.

Event description:
It was later reported that the patient had forgotten how to reprogram the set, since she had been in the hospital for so long. It was working presently but was not helping her. The patient still have so many problem from her fall in march that she has not had time to work it. The patient also indicated that they also had depression problems and she was just getting over that.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.